Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 9 months after the dental implant was installed in intraoral region 4#, its non-osseointegration was observed. Moreover, the patient presented insufficient bone quality/quantity (bone type ii).